Manufacturer narrative:
Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the implant was not successful and the patient did not use it. He did keep it charge. The patient clarified it did not give any basic relief since implant. The patient did have a couple of adjustments. The patient was unaware of the limitations, such as lithotripsy and cardioversion. The patient stated he needed these procedures for stones and atrial fibrillation, respectively. The patient also stated he needed an echocardiogram and was on blood thinners. The patient spoke to a doctor about removing the device, but the patient did not have a current managing doctor. The patient did not have an adjusting model, and the patient stated he needed this. The patient also stated he had problems per the doctor with infection in general. It was reported there were problems with the implant procedure. It was noted the device was high on the patient¿s back and the patient could not reach it themselves.